Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests or verify no delivery, occlusion alarms or prime, rewind anomalies were due to blank display.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. Customer stated the insulin did not exit and pump alarmed insulin flow blocked alarm. Customer stated that they were unable to rewind and the insulin pump did not alarm with no reservoir detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis